Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a0406 captures the reportable investigation results of stent kinked, inside the patient. Imdrf device code a040601 captures the reportable investigation results of stent buckled material, inside the patient. Imdrf device code a0414 captures the reportable investigation results of stent torn material, inside the patient. Block h11: the percuflex plus was returned with the pouch for analysis. However, the suture did not return. During the media and visual inspection, and device inspection under magnification, it was found that the bladder coil buckled which consequently cause kinks on that section of the stent. Also, the bladder coil tip was torn. The reported event of stent kinked, stent buckled material, and stent torn material will be confirmed. It is possible to conclude that these issues could be caused by operational factors. The positioner has to be load by the radiopaque tip of positioner onto the guidewire and advance until it abuts stent. If the positioner is advanced with excess force over the guidewire the stent can get buckled or accordion resulting in a difficulty or unable to advance the stent to the target site which consequently could cause kinks and tears on the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse events occurred during the procedure and the device had no influence on the events. Block h11: correction to field block e1: initial reporter email.

Event description:
It was reported a percuflex plus was used during a stent placement procedure, the stent was crinkled and damaged so it couldn't advance. The procedure was completed with another of the same device and the patient condition following the procedure was stable.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a150205 captures the non-reportable investigation results of stent difficult to advance. Imdrf device code a0406 captures the reportable investigation results of stent kinked, inside the patient. Imdrf device code a040601 captures the reportable investigation results of stent buckled material, inside the patient. Imdrf device code a0406 captures the reportable investigation results of stent material deformation, inside the patient. Block h11: the percuflex plus has not been returned, however a photo has been provided. During the media analysis, it showed the stent with the bladder coil buckled which consequently cause kinks on that section of the stent. It is possible to conclude that this issue could be caused by operational factors. The positioner has to be loaded by the radiopaque tip of the positioner onto the guidewire and advance until it abuts with the stent. If the positioner is advanced with excess force over the guidewire the stent can get buckled or accordion resulting in a difficulty or unable to advance the stent to the target site. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the insertion and the device had no influence on event.

Event description:
It was reported a percuflex plus was used during a stent placement procedure, the stent was crinkled and damaged so it could not advance. The procedure was completed with another of the same device and the patient condition following the procedure was stable.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a0406 captures the reportable investigation results of stent kinked, inside the patient. Imdrf device code a040601 captures the reportable investigation results of stent buckled material, inside the patient. Imdrf device code a0414 captures the reportable investigation results of stent torn material, inside the patient. Block h11: the percuflex plus was returned with the pouch for analysis. However, the suture did not return. During the media and visual inspection, and device inspection under magnification, it was found that the bladder coil buckled which consequently cause kinks on that section of the stent. Also, the bladder coil tip was torn. The reported event of stent kinked, stent buckled material, and stent torn material will be confirmed. It is possible to conclude that these issues could be caused by operational factors. The positioner has to be load by the radiopaque tip of positioner onto the guidewire and advance until it abuts stent. If the positioner is advanced with excess force over the guidewire the stent can get buckled or accordion resulting in a difficulty or unable to advance the stent to the target site which consequently could cause kinks and tears on the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse events occurred during the procedure and the device had no influence on the events. Correction to block h6.

Event description:
It was reported a percuflex plus was used during a stent placement procedure, the stent was crinkled and damaged so it couldn't advance. The procedure was completed with another of the same device and the patient condition following the procedure was stable.